Event description:
The customer reported that during a routine check of the unit prior to use on a patient, the unit's pump motor failed to turn on; an "electrical failure code #50" alarm was displayed on the screen. The patient was switched to another unit and therapy was initiated. No patient injury was reported.